Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened trocar cannula separate from the hub in small parts tray (smpt) and within a bag was received. The returned trocar cannula/hub assembly was visually inspected and was found to be non-conforming; the trocar cannula was detached from the trocar hub. There was glue present inside of the hub and no other damage was noted. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Attached picture of the parent complaint was a trocar hub separated from the trocar cannula, the reported product complaint is confirmed. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a chandelier light worked normally, but when it was time to finish and extract the light, the surgeon noticed that the body of the cannula had been detached from the green base of the cannula which led to a considerable delay in surgery until the body of the cannula was located. There was no report of patient harm.